Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 03/29/2012, belt: 06/27/2015.

Event description:
A us distributor contacted zoll and reported that a patient passed away on (B)(6) 2018 at 12:20pm while wearing the lifevest. It was reported that the patient passed away while in the hospital from respiratory arrest. Further details surrounding the patient's death were not reported. Per clinical review of the available ECG data, the patient received a non-lifevest defibrillation during a tachyarrhythmia prior to passing. Per the available data, at 12:10:49 on (B)(6) 2018, the lifevest detected an arrhythmia with the ecgs showing sinus rhythm at 60 bpm with motion artifact. Motion artifact contributed to the false detection but the device appropriately did not deliver a treatment during the false detection. An arrhythmia was then detected at 12:14:57 with the ECG showing ventricular tachycardia (vt) at 180 bpm with motion artifact. The patient was in the detection sequence for 58 seconds. Gel was released by the lifevest at 12:15:56 and the detection stopped at 12:16:42. During the detection of vt at 180 bpm with motion artifact, the patient received one non-lifevest defibrillation. The post-shock rhythm was sinus bradycardia at 45 bpm with motion and CPR artifact. The patient was then seen in sinus tachycardia at 120 bpm with motion artifact transitioning to atrial fibrillation (af) at 110 bpm slowing to af at 60 bpm from 12:16:42 until the electrode belt was disconnected at 12:29:46 on (B)(6) 2018. The device properly detected vt, however motion artifact and the external defibrillation prevented the lifevest from delivering a treatment. In addition, the lifevest is designed to give 60 seconds to respond to the alarms before delivering a treatment shock. No deficiencies were alleged against the lifevest. No indication that the lifevest caused or contributed to the patient's death.